Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps was analyzed, and failure analysis investigation could not confirm or replicate the reported issue. Visual inspection found no damage to neither grip cables, pitch cables, nor the conductor wires. However, the instrument was found to have a broken main tube at the distal end. A piece measuring proximately 0.072¿ x 0.093¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that after a da vinci-assisted oophorectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken wire. The procedure was completed with no reported injury.